Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing. The pump was received with recurring motor error alarm loop. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on liquid crystal display window, cracked display window corners and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed motor error during rewind sequence. Customer does use the sensor feature and is able to rewind the insulin pump. Blood glucose value is 159 mg/dl. Nothing further reported.